Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for high blood glucose due to diabetic ketoacidosis. Customer's blood glucose was 499 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.